Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8737-38 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the instrument was broken at the distal end at the tip. The most likely cause of this event is device prying/leveraging during use. Visual evaluation of DHR product documentation found that the device was manufactured/inspected and tested in conformance with the drawing specifications. Use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthrodesis surgery the screwdriver twisted or broke off at the tip. All broken-off pieces could be retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.